Event description:
It was reported that during routine elective upgrade that high pacing impedance on the atrial channel was noted due to a set screw anomaly on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
The reported event of high atrial pacing impedance was confirmed. As received, a complete lead was returned in one piece. During analysis, a failure event was observed. The high impedance issue was found to be due to presence of parylene coating inside the atrial lead bore. Presence of parylene coating inside the atrial lead bore was caused by a manufacturing anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.